Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during ins replacement surgery electrodes 1 and 6 had impedance readings above the normal range and appeared to not work. Attempted during surgery to wipe down the lead and vacuum the inside of the battery, but no change. It is possible the electrodes were out prior to the surgery. The patient does not use 1 and 6, therefore it is not an issue. The issue was resolved. The patient is alive with no injury. Additional information was received from the rep and it was reported that the reason for the surgery was the patient did not like recharging her battery. She felt it took too much time. The rep found out about the surgery the day of the surgery.